Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s alarm history showed multiple occlusion alarms had occurred. The black box showed one occlusion alarm. During testing, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no occlusions occurring. The occlusion issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.